Event description:
Info rec'd indicates the brake is not holding in brake mode.

Manufacturer narrative:
The issue was isolated to the brake/steer mechanism. The brake/steer mechanism was replaced to repair the bed.